Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the issue was caused by normal battery depletion. No circumstances were brought up by the patient that would indicate that there was any damage to the battery. Patient was asked but could not think of anything. The patient is going to schedule a time for removal and replacement in the future. The rep do not yet know when it will be but will send the battery in a return mailer kit on that day. The issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2025. They emailed a second time regarding their device malfunctioning in less than 2.5 years. The patient stated it was the 10 year model. The patient stated they were contacted by a rep that told them they would take care of their bill and file it through the warranty. The patient stated they just received a letter from a debt collector for their surgery bill. The patient stated they were beyond frustrated that they had to undergo surgery to replace [the manufacturer's]malfunctioning device, and they were now angry that the surgery they had because of [the manufacturer's] broken device had been let go to a debt collector because [the manufacturer] refused to pay for it even though it was under the warranty. The patient had said before that they would get an attorney and they didn't because they were told it was taken care of. The patient stated if this doesn't get resolved soon they would contact an attorney again. The patient stated they had proof that the device malfunctioned and they had voicemails as proof; the patient was told it would be taken care of. The patient stated that if [the manufacturer] was refusing to honor the warranty on the patient's device that caused them an extra surgery, then they would definitely be contacting an attorney. The patient provided their phone number so they could be contacted immediately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that contacted pt and informed them that warranty form had been submitted and analysis of battery was in progress. Proof that their device malfunctioned is yet to be determined. Their 10-15 yr battery only lasted ~3 years at low settings according to the patient. Rep stated analysis needs to be completed before a reason for malfunction is known. Warranty form has been submitted and signed by the implanting doctor. This issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:analysis revealed that the implantable neurostimulator (ins) (s/n: (B)(6) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient had made several requests for a rep to contact them concerning their ins that stopped working under warranty and had been waiting for 3-4 months for rep to call them back. They had to have their ins replaced after 2 years instead of 10. They were told by their rep in their doctor¿s office that their surgery would be covered under warranty. Since phone calls haven¿t worked maybe this message will. The patient stated manufacturer had refused to pay their bill and no one has contacted them. I want to give you notice that if they don¿t hear from manufacturer by august 14th 2025 they would be retaining a lawyer. They had physical proof that their device malfunctioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the manufacturer representative (rep) attempted to interrogate the patient's ins today and it was showing the following message: end of service (eos): "therapy has stopped, ins needs to be replaced" but the patient had the ins less than three years. The patient noticed the message maybe a couple weeks or a month ago because their symptoms returned and they went to adjust the settings and couldn't connect to the ins. The rep believed the patient had been on an amplitude of "1 point something" and was likely on default settings of 210 pw and 14 rate. The rep didn't have any historical impedance information. Troubleshooting was not required. It was reviewed that the ins would need to be replaced and it could be returned for analysis. Warranty information was emailed to the rep. Additional information was received on 2025-apr-12. The rep was unable to see the amplitude setting at the visit, but the patient recalled being around 1.5. The eos notification popped up when attempting to interrogate the battery. The patient noticed a return of symptoms a few weeks prior. The cause was not known. The issue was ongoing.